Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned electrode revealed residue present on the device indicating use/ handling. The array was retracted as received. Some resistance was noted when extending the array and the array was found to be twisted. The array was manually un-twisted and the tines were found to be bent and unevenly spaced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as it appears the array was not fully retracted when the electrode was being removed from the patient. The dfu states: "following completion of the ablation, retract the tines of the electrode array. Disengage the luer-lok¿ hub and remove the electrode from the insulated cannula. Remove the insulated cannula from the tissue." (B)(4).

Event description:
It was reported that the tines of the array were twisted and would not deploy. The patient was undergoing a radiofrequency ablation procedure of a tumor in the kidney. A 3.5/15/15 leveen coaccess electrode was inserted into the patient; however, the tines of the array were twisted and would not deploy. The procedure was completed with a different device. There were no patient complications reported and the patient's status was fine.

Event description:
It was reported that the tines of the array were twisted and would not deploy. The patient was undergoing a radiofrequency ablation procedure of a tumor in the kidney. A 3.5/15/15 leveen coaccess electrode was inserted into the patient; however the tines of the array were twisted and would not deploy. The procedure was completed with a different device. There were no patient complications reported and the patient's status was fine.